Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to a proximal femoral periprosthetic fracture. The patient's secur-fit stem, femoral head, and adm/ mdm insert were revised to a competitor stem and head with a new adm/mdm insert. Rep confirmed there are no allegations against the revised head and liner, provided the revision usage sheet, and confirmed that no further information will be released.